Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a pump error message. The customer received a low battery alert and after changing the battery he received a pump error. The insulin pump's screen went blank but when he pressed a button the device powered back up. The customer's blood glucose level was 253 mg/dl. Troubleshooting was performed. The self-test was not performed due to another pump error. The customer was advised that the device would be replaced and agreed to return the product for analysis.